Manufacturer narrative:
Investigation conclusion: .a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 3 potential false negative sars results. Customer states they were negative by another brand rapid antigen test as well but 4 days later from initial testing was positive by a physician test (method unknown). Customer started symptoms 4 days prior to testing. Report 1 of 3.